Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that cause of the reported issue was due to a failure of the single board computer assembly (sbc). The sbc assembly is located on the system pcb.

Event description:
The customer reported that their device is not completing a boot up cycle and will not advance past the self-test in progress screen. This was first observed following a patient event when the customer was attempting to print the code summary of the event. The device functioned normally throughout the patient event. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.